Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Visual inspection revealed no signs of contamination, damage, or other anomalies of the controller's driveline connector; supplemental testing revealed that the driveline port functioned as intended with no issues observed or alarms triggered during bench testing. As a result, the reported controller connection issue was not confirmed. A review of the controller log files revealed a vad disconnect alarm logged on (B)(6) 2020 at 09:12:50, indicating a physical disconnection of the driveline from the controller. As a result, the reported driveline disconnection event was confirmed. Of note, it was reported that the vad coordinator found that the driveline was not broken and no issues were identified after the pump was restarted using a new controller. Based on the available information, there is no evidence to indicate that a device malfunction caused or contributed to the reported event. A possible root cause of the driveline disconnection event may be attributed, but not limited, to an improper connection of the driveline cable to the controller. Additional device: controller 2.0 - (B)(6) d10: yes, return date: h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon examination of the controller and driveline, the ventricular assist device (vad) coordinator noticed that the driveline was disconnected. The controller was exchanged, and concern was expressed about the potential issues with the connection of the driveline port. The site made the decision to bolus the patient with heparin and restart the vad. The patient was hospitalized for observation, but later discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvbb1d1 - ICD implanted: (B)(6) 2016 additional products: heartware ventricular assist system controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2019 / serial or lot#: con400977 UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 27-jul-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that upon examination of the controller and driveline, the ventricular assist device (vad) coordinator noticed that the driveline was disconnected. The controller was exchanged, and concern was expressed about the potential issues with the connection of the driveline port. The site made the decision to bolus the patient with heparin and restart the vad. The patient was hospitalized for observation, but later discharged. No patient complications have been reported as a result of this event.